Manufacturer narrative:
Unit was received, with battery cap and found no anomalies on battery cap. Unit passed the displacement test, rewind, prime/seating, basic occlusion test, force sensor test, occlusion test, active current measurement and self-test. Unit failed to pass the sleep current measurement, due to high currents. No critical pump error (open book) noted, during testing. P-cap was attached and locked into place properly. Unit was successfully downloaded using thus for history files and traces. Pump error 63 variable (09) and pump error 3 were found on (B)(6) 2023 06:18--06:48 in history files and traces. Unit was cut open to perform visual inspection. And found electronic stack, force sensor and keypad flex cable pins. The following were noted, during visual inspection: corroded battery tube, scratched case, pillowing keypad overlay, cracked case (battery tube). Critical pump error is not confirmed. Flashing medtronic logo is not confirmed. Exposed to moisture is confirmed, at the electronic stack, force sensor and keypad flex cable pins. Unexpected battery power loss is confirmed, due to moisture damage on the electronic stack. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it, because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received a critical pump error/open book image. It was also reported that the customer received a flashing medtronic logo on the display of the insulin pump before open book image. Troubleshooting was performed. It was reported that the insulin pump was exposed to moisture, performed safety checks and the error was found. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump and it will be returned for analysis.